Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). On (B)(6) 2024 the patient met with the manufacturer representative (rep) in the office. The patient was scheduled to follow up with the surgeon for a pocket revision but was unable to follow up due to their new insurance not being accepted. The rep was notified.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for a while now, they couldn't say when, they could feel the implanted neurostimulator in their hip area moving. Patient denied any falls or traumas that would have led to the event. The patient stated their managing health care provider had told them that it wasn't supposed to move, and that the patient needed to call "you all" at manufacturer. Patient services reviewed the role of patient services as well as the representative and provided the patient with the national answering services number to provide to the hcp to page a representative regarding the issue. Patient stated since they had been made aware that the ins had been moving, they'd been paying more attention to it. Patient services redirected the patient to their healthcare provider to further address the issue. Patient stated they would provide the nas number to their hcp and follow up with the hcp.